Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 at 1:00 am due to a high blood glucose of 550 mg/dl and diabetic ketoacidosis. Blood glucose at the time of the call was 300 mg/dl. The customer experienced symptoms related to high blood glucose such as diabetic ketoacidosis. The customer stated that they treated the high blood glucose with intravenous therapy. The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose was provided. A high pressure test was conducted on the insulin pump and it failed. The customer will be sent a new insulin pump. The insulin pump in use at the time of the event will not be returned for analysis. Unomed set, frn-unk-rsvr.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed off no power alarm test and unexpected restart error test. Device passed tone check on self test. Device failed vibrate check on self test due to vibrator motor not plugged in properly into the I/b. Device uploaded properly using care link. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window, a partially broken off reservoir tube lip and a missing end cap sticker.